Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the battery charger cord was damaged. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem cord damaged) has been confirmed. Upon eval, the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.